Manufacturer narrative:
Corrections: d4, g4, h3, h4, h6 (method, results, conclusion), h11. Additional information: h2, h10, d11. Investigation conclusion: the report that the device infused dexmedetomidine too fast was not confirmed. The pcu event log shows syringe module s/n (B)(6) was programmed to infuse dexmedetomidine 4mcg/1ml (drugid 19) at a rate of 0.15ml/hr (vtbi 0.56ml) using a 1ml bd syringe with 0.56ml detected) at 12:55:32 pm on 06 september 2020 and ran until 4:41 pm when the infusion completed. The volume recorded as being infused during this period was 0.56ml, which was the volume detected during the initial programming. The device was being used for treatment. The syringe module was not returned for investigation. Device inspection: n/a, only the pcu event log and customer dataset were received for investigation. Root cause analysis: the root cause of the reported pump infusing dexmedetomidine too fast was not identified. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 08jun2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 30sep2020 and indicated that this device has been previously returned 1 time for service in march of 2016 for the syringe split nut 2015 expansion and had the rear case, both handles, both iui¿s and the barrel clamp replaced and the device was calibrated and the recall completed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pump module was programmed on (B)(6) 2020 around 12:51 to infuse a 2ml syringe of dexmedetomidine at a rate of 0.15ml/hr over approximately 12 hours, however the syringe was unexpectedly found empty 2 hours later. The customer stated that 2 nurses verified the pump programming was correct, and switched out the pump to resume the infusion. There was no patient impact or harm. The device was sent to clinical engineering, where it was investigated and noted that the pcu sn (B)(6) turned in to biomed from this event had not been used since (B)(6). Per review by bd senior clinical consultant, the data is up-to-date in the knowledge portal for infusion, however there is no data on this pcu from 09/05 to 09/10. When the knowledge portal was searched for all nicu data for rates at 0.15 ml/hr, the only dexmedetomidine infusion data seen was for 09/06 is in the evening starting at 20:29. The bd senior clinical consultant referred the case to customer advocacy to investigate the keypress logs further.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is an infant. No devices received, log review only.

Event description:
It was reported that the pump module was programmed on (B)(6) 2020 around 12:51 to infuse a 2ml syringe of dexmedetomidine at a rate of 0.15ml/hr over approximately 12 hours, however the syringe was unexpectedly found empty 2 hours later. The customer stated that 2 nurses verified the pump programming was correct, and switched out the pump to resume the infusion. There was no patient impact or harm. The device was sent to clinical engineering, where it was investigated and noted that the pcu sn (B)(4) turned in to biomed from this event had not been used since 08/22. Per review by bd senior clinical consultant, the data is up-to-date in the knowledge portal for infusion, however there is no data on this pcu from 09/05 to 09/10. When the knowledge portal was searched for all nicu data for rates at 0.15 ml/hr, the only dexmedetomidine infusion data seen was for (B)(6) is in the evening starting at 20:29. The bd senior clinical consultant referred the case to customer advocacy to investigate the keypress logs further.